Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s) / malpositioned essure devices located within the endometrial cavity'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis') in a 43-year-old female patient who had essure (batch no. 327315, 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries, endometriosis and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: metformin. Concurrent conditions included spinal stenosis, menorrhagia, irregular menstrual cycle, amenorrhea, parity and cholecystectomy. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), cefotetan disodium (cefotan), escitalopram oxalate (lexapro) from 2009 to 2017, fluticasone propionate;salmeterol xinafoate (advair), ibuprofen since 2005, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), metformin hydrochloride (glucophage), paracetamol (tylenol) and salbutamol (albuterol hfa). On (B)(6) 2008, the patient had essure inserted. In december 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hydrotherm ablation and surgery (other) type of surgery: surgical removal of essure coils). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, menorrhagia, genital haemorrhage, multiple sclerosis, vaginal haemorrhage, pelvic pain, dysmenorrhoea, urinary tract disorder, bladder disorder, migraine, amnesia, dyspareunia, fatigue and vulvovaginal pain had not resolved. The reporter considered amnesia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, multiple sclerosis, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the coils on the left tube were more visible coiled up around the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: failure to occlude (close) fallopian tubes; on (B)(6) 2009: malpositioned essure devices located within the endometrial cavity. Most recent follow-up information incorporated above includes: on 24-jul-2019: medical records received. Lot number added. Reporter information, medical history, concomitant drug, lab data, historical drug were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s) / malpositioned essure devices located within the endometrial cavity'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis') in a 43-year-old female patient who had essure (batch no. 327315- not valid ,627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries, endometriosis and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: metformin. Concurrent conditions included spinal stenosis, menorrhagia, irregular menstrual cycle, amenorrhea, parity and cholecystectomy. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), cefotetan disodium (cefotan), escitalopram oxalate (lexapro) from 2009 to 2017, fluticasone propionate;salmeterol xinafoate (advair), ibuprofen since 2005, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), metformin hydrochloride (glucophage), paracetamol (tylenol) and salbutamol (albuterol hfa). On (B)(6) 2008, the patient had essure inserted. In december 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hydrotherm ablation and surgery (other) type of surgery: surgical removal of essure coils). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, menorrhagia, genital haemorrhage, multiple sclerosis, vaginal haemorrhage, pelvic pain, dysmenorrhoea, urinary tract disorder, bladder disorder, migraine, amnesia, dyspareunia, fatigue and vulvovaginal pain had not resolved. The reporter considered amnesia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, multiple sclerosis, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the coils on the left tube were more visible coiled up around the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: failure to occlude (close) fallopian tubes; on (B)(6) 2009: malpositioned essure devices located within the endometrial cavity. Lot number (327315) is an not valid lot number lot number:627315 manufacture date: 2008-06 expiration date: 2010-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s) / malpositioned essure devices located within the endometrial cavity'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis') in a 43-year-old female patient who had essure (batch no. 327315- not valid , 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries, endometriosis and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: metformin. Concurrent conditions included spinal stenosis, menorrhagia, irregular menstrual cycle, amenorrhea, parity and cholecystectomy. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), cefotetan disodium (cefotan), escitalopram oxalate (lexapro) from 2009 to 2017, fluticasone propionate;salmeterol xinafoate (advair), ibuprofen since 2005, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), metformin hydrochloride (glucophage), paracetamol (tylenol) and salbutamol (albuterol hfa). On (B)(6) 2008, the patient had essure inserted. In december 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hydrotherm ablation and surgery (other) type of surgery: surgical removal of essure coils). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, menorrhagia, genital haemorrhage, multiple sclerosis, vaginal haemorrhage, pelvic pain, dysmenorrhoea, urinary tract disorder, bladder disorder, migraine, amnesia, dyspareunia, fatigue and vulvovaginal pain had not resolved. The reporter considered amnesia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, multiple sclerosis, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the coils on the left tube were more visible coiled up around the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: failure to occlude (close) fallopian tubes; on (B)(6) 2009: malpositioned essure devices located within the endometrial cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)'), genital haemorrhage ('abnormal bleeding (general)') and multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis') in a (B)(6) female patient who had essure (batch no. 327315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries and endometriosis. Concurrent conditions included spinal stenosis. Concomitant products included escitalopram oxalate (lexapro) from 2009 to 2017, ibuprofen since 2005 and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (surgery (other) type of surgery: surgical removal of essure coils). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, genital haemorrhage, multiple sclerosis, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, urinary tract disorder, bladder disorder, migraine, amnesia, dyspareunia, fatigue and vulvovaginal pain had not resolved. The reporter considered amnesia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, multiple sclerosis, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 22-jul-2019: plaintiff fact sheet was received. Lot number were added. Events added from pfs-abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain, dysmenorrhea (cramping), migration of essure device location of device: uterus, multiple sclerosis, bladder problems, urinary tract disorder, migraine headache, memory loss, dyspareunia (painful sexual intercourse), fatigue, vaginal pain. Reporter information, medical history, concomitant drug, essure removal date, events outcome, lab data were added. Event-injury was deleted device category changed from device other event to incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.